Event description:
It was reported that on "(B)(6) 2009 a patient underwent an anterior lumbar spinal fusion procedure at l4-5 using rhbmp-2/acs and a cage. It was later reported that on (B)(6) 2012 the patient underwent an anterior lumbar spinal fusion procedure at l5-s1 using rhbmp-2/acs and a cage. Post-operatively the patient had significant pain in the area of the fusion surgeries and extremities. As a result of fusion surgery with rhbmp-2/acs, patient received medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.